Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
The user felt no pressure on the lor syringe during procedure. Therefore, the user opened a new kit, by which completed the procedure without problem. The user suspected there was a problem with the lor syringe.

Manufacturer narrative:
Qn# (B)(4). The customer reported no pressure was felt on the lor syringe during use. The customer returned one empty kit with one glass 5ml lor syringe nrfit. The returned lor syringe was visually examined with and without magnification. Visual examination of the returned syringe appears typical with no defects or anomalies observed. Dimensional inspection was not required as a part of this complaint investigation. Prior to decontamination, an attempt was made to slide the syringe plunger inside the barrel. The returned syringe plunger would not slide. After decontamination of the returned syringe, an attempt once again to slide the syringe plunger inside the barrel was performed. The syringe plunger will slide in and out of the barrel with little resistance met. The movement in the syringe barrel feels typical. The returned syringe was functionally tested per pip-191; rev 05, plunger movement test. A neoprene sleeve was placed on the plunger to prevent breakage and the plunger was retracted out of the barrel to the 5ml marker. The plunger was then released. The plunger fell freely to the bottom of the syringe barrel. The test was repeated twice, rotating the plunger 90 and 180 "degrees." The plunger was able to freely fall each time. There were no functional issues found after the returned syringe was decontaminated. A device history record review was performed on the lor syringes with no relevant findings. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of no pressure being felt on the lor syringe during use could not be confirmed based on the sample received. Prior to decontamination, the plunger was stuck inside the barrel and would not slide at all. After decontamination, the returned lor syringe functioned as intended, including passing a plunger movement test. A device history record review was performed on the lor syringes with no evidence to suggest a manufacturing related cause. It is unknown how the lor syringe was handled prior to and during use. Therefore, the potential cause of this complaint could not be determined. No further action is required at this time.